Event description:
It was reported that upon first in-clinic interrogation, the pulse generator exhibited diagnostics anomaly. After clearing the elective replacement indicator trip, normal device function resumed. On (B)(6) 2014, the device would not connect to radio frequency or merlin transmitter due to diagnostics anomaly. The patient would be brought back to the clinic for device code download. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.